Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited undersensing. Technical services (ts) reviewed the reports and noted that frequent premature ventricular contractions (pvcs) were undersensed during a non-sustained ventricular tachycardia (nsvt) episode. Ts suggested reprogramming options. The device remains in use. No adverse patient effects were reported.